Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the non-tortuous right common iliac artery. A 10 mm x 40 mm x 80 cm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion to perform pre-dilatation. During inflation to an unspecified pressure, the balloon ruptured. The bdc was withdrawn without any reported difficulty. Pre-dilatation was successfully completed using a non-abbott 10 mm x 40 mm x 75 cm bdc. An omnilink elite stent was then deployed, successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.